Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of their reported event.

Event description:
Pre-op diagnosis ( revision surgery) : recurrence of symptoms due to the cage back-out procedure (revision surgery): posterior lumbar interbody fusion levels implanted ( revision surgery) : l5-s it was reported that patient underwent a posterior lumbar interbody fusion surgery at l5-s1. Post-operative cage backed-out. Posterior marker was observed near posterior edge of vertebra, which indicated that the cage protruded from vertebral body by 5-10 mm. The patient experienced a recurrence of symptoms due to migration. The patient underwent a revision surgery on (B)(6) 2016. No patient complications were reported after the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.